Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: review of the black box data revealed multiple records of loss of prime warning (162) with no zero force. On investigation, the pump was exercised for 24 hours without duplication of loss of prime. The force sensor was evaluated and found to be within the required specifications.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.